Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a service request from a customer for their stockert s5 system. The report indicated there was a pt incident. Requests were made but the hospital has not provided any info regarding this event. A sorin group service rep was dispatched to the facility to evaluate the issue. Testing of the system by the rep found the device to be working properly. No deficiencies or abnormalities were found. The investigation is ongoing. A f/u report will been sent when the investigation is complete.

Event description:
Sorin group received a service request from a customer for their stockert s5 system. The report indicated there was a pt incident. Requests were made but the hospital has not provided any info regarding this event.